Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). This was reassigned by quality as "presumed' recall affected because a specific lot number was not available, hence 2nd follow-up report was required to update investigation type codes.

Event description:
User reported false positive result. No information about follow up testing provided. Report 1 of 2

Manufacturer narrative:
Report required by FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c4008 (3014862188-2021-00697 test 2 of 2). This is a retrospective report due to challenges implementing esg.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-00697 test 2 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No information about follow up testing provided. Report 1 of 2